Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced elevated blood glucose after breakfast, peaking at 300 mg/dl and later measured at 241 mg/dl, then 202 mg/dl, and used a meal announcement as a correction instead of only when eating; an occlusion alert was also reported, and education was provided to announce meals only when eating, monitor levels, and hydrate, with the event characterized as a use of an improper procedure related to the user interface. Symptoms included urinary frequency consistent with polyuria. Outcomes included no health consequences or impact. Customer care agent performed investigative. Communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem was identified, and the issue related to improper or incorrect method and user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.